Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on/about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-01098, 01099, 01100, 01101.